Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having issues with the aligners, causing discomfort and the dentist mentioned possible periodontal issues contributing from byte. The patient also reported pain (level 2), bleeding, inflammation, sensitivity, discomfort, and aligners not fitting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.